Event description:
While dr was attempting to do an ash cath insertion, a part of the catheter became stuck in the patient's left subclavian and superior vena cava. Another surgeon was called stat, the cath lab staff called in and involved in removing the catheter. The product catheter was inspected to ensure it was completely removed.

Manufacturer narrative:
After speaking with the director of surgical services at st joseph hospital. They stated "it was an ashsplit not a hemosplit." Ashsplit is not a bard access systems product.